Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2 h3 other text : device remains implanted.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and an afx vela infrarenal stent graft to treat an abdominal aortic aneurysm (aaa) on (B)(6) 2020. Approximately five (5) years post initial procedure, on (B)(6) 2025, the patient suffered an abdominal aortic aneurysm rupture. The patient was transferred to another facility for further treatment. During the intervention, a type iiia endoleak was identified at the connection between the bifurcated stent graft and the vela infrarenal stent graft. A second afx vela infrarenal stent graft was implanted at the disconnection site; however, its proximal end did not fully appose the proximal neck. To ensure proper sealing, a non-endologix excluder cuff was added. Thromboembolism recurrence in the left common iliac artery was noted and will be monitored.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the aneurysm enlargement, ruptured aorta, type iiia endoleak, left common iliac artery ischemia and the additional endovascular procedure is unconfirmed. This is not consistent with the reported adverse event/incident. It was reported that a thromboembolism occurred in the left common iliac artery and was treated with a non-endologix excluder limb prior to the placement of the afx graft during the index procedure. Additionally, it was reported that the thromboembolism in the left common iliac artery recurred. It is unclear whether this recurrence contributed to the reported event. Procedure-related harms, device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported as being monitored. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: g3: awareness date has been updated. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.